Event description:
Procedure type: bulla resection. According to the reporter: the distal 8-10mm of the magazine did not clamp. The clips were partially formed. The magazine glued at the tissue and could be removed only with a scissor. As this was open surgery, the situation was controllable and the surgeon wanted to use further magazine; however, the same defect occurred. The tissue was closed with two different staplers. No person was injured. No extension of operative time. No blood loss occurred. Tack that fell into pt's cavity had to be cut out with a scissor.

Manufacturer narrative:
(B)(4).